Event description:
It was reported to boston scientific corporation on september 22, 2008, that a zipwire was used during an ureterorenoscopy (urs) procedure in 2008. According to the complainant, when completing the procedure, one of the zip wires had an area approximately 10 cm of length and another area approximately ten to approximately 15 cm from the distal tip where the cord was stripped from the inner coil of the wire. It was also reported that the coating "curled like a stocking at the distal end". No patient complications were reported as a result of this event. The patient's condition was reported as "stable."

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the expiration date and the device manufacture dates are unknown. The complainant indicated that the device has been discarded, therefore, a failure analysis could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further, relevant information, a supplemental manufacturer's report will be filed.